Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. A visual inspection identified that the tubing was separated from the middle y-site port. Upon microscopic inspection it was found that there was no solvent residue or plow ridge present. The cause of the lack of solvent was a human error during the assembly of the device. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).the device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a continu-flo solution set leaked saline due to its tubing separating from the y-port located below the roller clamp. This occurred after priming with saline and while the set was being taken down due to the gravity infusion procedure being cancelled for an unreported reason. The reporter stated that excessive force was not used and the solution did not contact anyone's skin. There was no patient involvement. No additional information is available.